Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported that the device was emitting beeping tones lasting approximately 30 seconds approximately every two minutes. The tones started about eight hours ago.